Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5 implant with inserter handle, the surgeon was unfamiliar with the device and over-joysticked the implant upon insertion. This action compromised the efficacy of the implant and it was necessary to remove it and drill a new bone hole to complete the procedure with an additional like implant. There were no significant delays or pt complications reported as a result of this event.